Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the event. The patient was treated with intraperitoneal injection of vancomycin (1g stat) and intravenous tazact (2.25g twice daily; duration not reported) for peritonitis. The cause of the event was unknown. Dianeal therapy was ongoing. At the time of this report, the patient was recovering. No additional information is available.